Event description:
Information received from the field notes that in september 1997, the device paced at 60 ppm. At the most recent visit, the device could not be interrogated and the patient's rate was at 30 bpm.